Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and routes of administrations not reported) for the event of peritonitis. On an unreported date, the patient's catheter was taken out and dianeal therapy was discontinued. At the time of this report the patient outcome was not reported. No additional information is available.